Manufacturer narrative:
Patient's updated health status: good. Patient had fully recovered. Prognosis was good. Causality of the event was stated to be procedure related. (B)(4). The returned ez steer thermocool catheter was tested and passed the following tests: patency flow test, cool flow pump, deflection, electrical, leakage, temperature and stockert tests. And the catheter appears to be in good condition. No deficiencies noted. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint cannot be confirmed.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, (B)(4); cool flow irrigation pump, model #: m-5491-02, (B)(4); stockert rf generator, model #:m-5463-01, (B)(4). The stockert generator and cool flow pump were used earlier in the case to ablate, but were not in use at the time the injury was observed. The biosense webster field service engineer contacted the customer with regards to the reported incident. The customer stated that the event was not related to biosense webster products or equipments. The customer also declined service requests when contacted by bw field service engineer. This issue was user related. (B)(4).

Event description:
It was reported that during a vt idiopathic procedure, a tamponade incident occurred. After a two-to-one heart block was observed, the physician began pacing the patient's heart and used fluoro to confirm that there was no cardiac motion. At that time, the bwi representative had to leave the room and were later told by the physician that the patient was treated with a pericardiocentesis. The patient was in the ICU of the hospital at the time the complaint was reported. No additional information has been provided.